Event description:
Reportedly, during a procedure, the generator was attached to the accessory devices along with the footswitch and current was distributed to the "resectoscope" without activation by the footswitch. This resulted in a burn to the bladder wall of the pt for which there are no available details. The footswitch was discarded by the facility because they report, the footswitch was found to be faulty when checked by the medical engineers. There are no details about the footswitch test results or experienced faults. The footswitch was not returned to the MFR for analysis. The generator unit was also tested by the medical engineers and no adverse observations were reported as the generator tested satisfactory. During routine review of this incident was reevaluated, and deemed reportable as there appears to be some sort of unspecified error with one of the devices.